Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer stated that her blood glucose levels were too low for the glucose meter to read. The customer stated that she had miscalculated her insulin for the food she ate. The customer stated that she is very sensitive to insulin. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.